Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a pulmonary arteriovenous malformation (avm) using the coil concerto helix 14mm x 3 0cm, there was a non-detachment issue with the coil. Two coils were successfully implanted, but the third coil failed to detach manually. There were no instant detacher in use, they use manually. Attempts to push the coil back into the catheter resulted in one of the previously implanted coils being pulled out, leaving only one coil implanted. The devices were prepared according to the instructions for use (IFU). The patient's blood flow was normal, and vessel tortuosity was moderate. No patient symptoms or complications were associated with this event. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Additional information received reported that the physician tried to implant the third coil but the third didn¿t detach manually, and when they retrieved the coil into the catheter the third coils ¿catch¿ and pull out the second coil that implanted successfully prior. Approximately 7-10 attempts were made to detach the coil using the manual method. Prior to coil non-detachment, there were no issues encountered. No pushwire¿damage was observed after removal from the patient. They eventually implanted 8 concerto coils and one mvp 7 successfully implanted to complete the procedure. Ancillary devices: progreat 2.7 microcatheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.